Event description:
Patient reported left side "recall, having infection and reported infection 3 times in less than 1 year, very painful and red breast." The device remains implanted.

Manufacturer narrative:
The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).